Manufacturer narrative:
(B)(4).. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call ,that they did not receive a low battery alert prior to the off no power alert and spi to motor pic communication error. The customer¿s blood glucose level was 174 mg/dl. The customer states the insulin pump will need to be replaced and was advised to continue to wear insulin pump until replacement arrives, if they insert a new battery. The device will be retuned for analysis.

Manufacturer narrative:
Device received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify spi to motor pic communication error alarm and unexpected battery power loss anomaly due to buttons not responding. No moisture damage on the lcd board, mother board, interface board, radio frequency board, motor, vibrator motor and battery tube assembly during visual inspection.